Manufacturer narrative:
Corrected information: g3, h2, h6, h11.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The sheath was noted to be bent/bulged 0.3¿ proximal to the distal tip at the location of the pull ring. The sheath was also bent 8.5", 14.5" 23.5" and 28.0" from the distal tip. The pull wire was noted to be exiting the sheath 1.9" proximal to the distal tip. No other anomalies were noted. The steering mechanism was actuated in both directions; however, the sheath tip was only able to deflect in one direction. The handle was disassembled to enable further visual inspection. The right pull wire was pulled proximally with no resistance and was determined to be detached from the pull ring. The pull wire was able to be removed proximally from the sheath. The detached pull wire is consistent with the lack of deflection observed. The device was x-rayed. The pull ring was noted to be pulled out of position consistent with the detachment of the pull wire from the pull ring. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
This report is to advise of a fracture found in the sheath during analysis. During a pvi for paf in a small la, it was difficult to engage the ripv after successful treatment of the other three veins. Continued and persistent attempts to engage the ripv resulted in successful baseline therapy, but while attempting to manipulate the volt and agilis to perform subsequent therapy, the volt started showing an error on electrode three. The electrode turned orange in the live point indicator. At the beginning, it was only electrode 3, but then this same error appeared in the other 2 electrodes. Further manipulation resulted in a deflection issue on one of the agilis curves, and more electrode errors on volt, along with a noticeable kink in the device. It was confirmed that the vein was isolated, so a second volt or agilis was not taken. The volt was removed and the procedure concluded successfully without patient consequences.